Event description:
It was reported that during a da vinci-assisted extended totally extraperitoneal repair (etep) ventral hernia surgical procedure, the mega suturecut needle driver instrument had a broken cable. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no observed intraoperative collision or misuse involving the instrument. No issues were identified with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. One cable was protruding from the distal end of the instrument. A backup of the same instrument was used to continue the procedure. No images or videos are available for isi review.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute.

Event description:
Refer to h10/h11 for follow-up information.